Event description:
It was reported there was a self test error and the biomed could not duplicate. Battery was removed and error cleared. The device was restored to service. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.